Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet, with a fingerstick glucose of 394 mg/dl after approximately four hours of elevated readings, despite changing to new supplies and confirming intact infusion set and insulin delivery through the tubing; the user also noted frequent site use with possible scar tissue and minimal recent carbohydrate intake. Symptoms included thirst, dry mouth, and frequent urination consistent with hyperglycemia. Outcomes included no injury, no hospitalization, and no long-term impact reported. Investigation included guided troubleshooting to verify infusion set integrity, absence of kinks, tubing flow, and review of recent intake and potential site issues. Investigation of this case revealed no device malfunction identified during troubleshooting, with possible reduced insulin absorption related to scar tissue or site selection as a potential contributor; no component damage was observed or reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.